Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, it was noted that the pacemaker (pm) exhibited an inappropriate magnet response. The suspected cause was a retractor. The tool was removed and the magnet response ceased. The patient condition was unknown.